Event description:
Patient reported left side "rupture of the left breast which is swollen, and has fluid. Suffers from anxiety, going blind and severe pain". Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma- late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma- late, rupture, pain, anxiety and other-medical- ndr.

Event description:
Patient reported left side "rupture of the left breast which is swollen, and has fluid, suffers from anxiety, going blind and severe pain". The event of "going blind" is not device related. The patient subsequently reported that the physician believes there is internal bleeding in the device capsule. Health professional later reported "he suspects a chronic internal bleeding that has been caused by the way these textured implants have impacted the ability of their body to form a capsule, therefore is a different issue to rupture." Patient additionally reported "as the implant was textured, this had caused a known complication of a huge hematoma. Either way, one breast was for a long time almost twice the size of the other. This was so painful and distressing, it ruined my life, I couldn't work, I couldn't sleep. I don't know if they tested for cancer, but the implants were changed in july last year. However, the damaged breast didn't heal right and somehow the internal stitching didn't hold apparently. There is also the disfigurement caused by it being so severely stretched for so long by being full of blood. So I am still very disfigured, still in pain. I can't even look at my own body." Healthcare professional later reported implants "intact" upon removal. No rupture. The device has been explanted and replaced with non-allergan device.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5, d.6b, g.1, g.2, h.6 photo evaluation: visual analysis of the photographs identified: rupture: no observed opening in the device according to the photo. Seroma-late: unable to confirm as it is a medical event not related to the device. Pain: unable to confirm as it is a medical event not related to the device. Anxiety-product/procedure: unable to confirm as it is a medical event not related to the device. Other-medical-ndr: unable to confirm as it is a medical event not related to the device. Bleeding: unable to confirm as it is a medical event not related to the device. It is not possible to determine the lot number or catalog through the photos provided. Refer to ps-qp-onev-115717: covid-19 quality plan - complaint handling.

Event description:
The event of "going blind" is not device related. The patient subsequently reported that the physician believes there is internal bleeding in the device capsule. The device has been explanted and replaced.